Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm during testing noted. There was no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator, and battery tube assembly during visual inspection. There was no j2 unlock connector noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump got wet when she walked into the pool with the pump on. Customer stated that she has it in a bag of rice and there is no water in the battery chamber. Customer stated that there is water under the screen and it seems to be working. Customer's blood glucose was 196 mg/dl at the time of the incident. Customer reported that there is fluid under the lcd display but no other issues with the pump. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was away from home on vacation and does not have a back-up plan or needles with her.